Event description:
Hcp reported pt stated loss of bladder and bowel control. Pt also complained of numbness over the lower abdomen. Pt was reprogrammed in august 2005 but the device was switched off due to loss to stimulator remote. Pt was seen in september 2005 for acute inflammation over the ipg site. Hcp ordered a spinal tap. Diagnosis was bacterial meningitis. The devices were explanted but not returned to the manufacturer for analysis.